Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A non pacemaker-dependant patient was implanted with the subject pacemaker and its two leads on (B)(6) 2015. Reportedly, the patient came to the hospital on (B)(6) 2016 for a MRI exam. When performing real time tests, the physician observed a high ventricular threshold with no capture. Then the ooo mode was reportedly programmed. Since the patient has an infection (non heart-related), the physician is waiting until the infection is over before performing a re-intervention on the ventricular lead. Preliminary analysis results showed that a lead issue (lead dislodgement or lead migration) is suspected at ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A non pacemaker-dependant patient was implanted with the subject pacemaker and its two leads on (B)(6) 2015. Reportedly, the patient came to the hospital on (B)(6) 2016 for a MRI exam. When performing real time tests, the physician observed a high ventricular threshold with no capture. Then the ooo mode was reportedly programmed. Since the patient has an infection (non heart-related), the physician is waiting until the infection is over before performing a re-intervention on the ventricular lead. Preliminary analysis results showed that a lead issue (lead dislodgement or lead migration) is suspected at ventricular level.